Event description:
Additional information received reported that an extension fracture was found during the replacement of the implantable neurostimulator (ins). The extension was also replaced on (B)(6) 2012. It was stated that the impedance issues were resolved. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that therapy impedance measurements were greater than 4000 ohms with current less than 15ua. Unipolar and bipolar measurements showed 756 ohms and less than 15ua. It was unclear how the therapy was for the patient because this was part of a study. A replacement surgery for the implantable neurostimulator (ins) and possible extension was planned. Two days later, it was reported that a new ins had been implanted and electrode impedances were within normal limits. Therapy impedance measurements were not available because therapy parameters had not been set. Therapy parameters were to be programmed when patient returns to the neurology clinic. Follow up information has been requested and a follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3387-40, lot# j0545158v, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v000198, implanted: (B)(6) 2006, product type lead. (B)(4).